Event description:
Revision surgery- the patient had excessive medial wear of the polyethylene insert. The surgeon removed a size 6x13 mm polyethylene and replaced it with a 6x15 mm ultra congruent polyethylene.

Manufacturer narrative:
The reason for this revision surgery was to remedy a worn poly insert after 11.2 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the first complaint for this part number. The root cause for the worn poly insert was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.